Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Event description: cook was informed of an incident involving a ncircle tipless stone extractor. The device reportedly had a basket that would not close before use during the procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was finger tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.6 cm in length. The cannulated handle on the basket assembly had slipped out from the metal collet. There was 3.6cm of the basket assembly protruding from the distal end of the basket sheath. Functional testing determined, once the handle was rest and reassembled, the handle actuated the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information available, investigation has concluded that a cause for the event could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported prior to an unspecified procedure using a ncircle tipless stone extractor, the user removed the device from the tray and attempted to close the device but was unable to. A second ncircle tipless stone extractor was used to complete the procedure. There were no adverse effects to the patient as a result of this occurrence.